Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced inadequate pain relief of their upper back. As a result, surgical intervention occurred on (B)(6) 2022 wherein the physician implanted two octrode leads above the patient's current paddle lead and connected to patient's ipg to address the issue. The paddle lead was unplugged and left implanted. Reportedly, therapy was restored postoperatively.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The physician implanted two octrode leads above the patient's current paddle lead and connected to patient's ipg to address the issue. The paddle lead was unplugged and left implanted. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.